Event description:
On (B) (6) 2009, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a whole blood result of 1.68 ng/ml. The same sample tested on an I-stat cardiac troponin I cartridge using a different analyzer yielded a whole blood result of 0.01 ng/ml.